Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Customer was unable to confirm the amount of insulin used to fill the cartridge during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level was between 45-54 mg/dl; cause was unknown. The customer required assistance to address bg and received a glucagon shot and orange juice from their husband. Recommendation was made to consult with a healthcare provider to discuss diabetes management.